Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation one device opened by the account opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The circular seal was damaged. The unit passed an air leak test. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
Additional information provided by the account: the procedure was a lavh. Some blue leftovers fell into the cavity of the patient. Then the doctor used the suction tube remove the leftovers. The surgical time was not extended over 30 minutes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the intra-layer of the trocar has fall the blue leftovers when the device was through the trocar.